Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flange had fractured on a two-piece catheter system that caused leakage into the pump pocket. It was stated that this had happened on a ¿couple¿ of the two-piece catheters. No additional information was provided at the time of this report. The device system was used to deliver an unknown drug. The patient outcome was unknown at the time of this report.